Manufacturer narrative:
Product analysis was performed on the returned navlock. It was found that both side tabs were sticking, making it difficult to insert and remove instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the assistant¿s glove was caught in the orange navlock. A metal piece broke off the navlock when the assistant removed the glove. When the piece broke off the navlock, it was nowhere near the patient. The glove was pulled off on the back table of the operating room (or). The metal piece broken off did not affect the accuracy of the instrument. The site simply used another navlock product to complete the case. There was no delay to the case. No impact on patient outcome.